Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) could not be removed from the white delivery tube during device removal after balloon deflation. The device and delivery tube were removed together, pulling the plug out, resulting in a moderate hematoma. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach, and the deployer was in training with the mynx device. An 8f, 10 cm non-cordis sheath introducer was used. Femoral artery suitability was verified by angiography, the vessel diameter was confirmed to be greater than or equal to 5 mm, and there was no vessel tortuosity, peripheral vascular disease (pvd), or calcium at the puncture site. The stick location was the right femoral artery. Hemostasis was achieved using manual compression for 20 minutes with a compression device. No anticoagulants, antiplatelets, or thrombolytics were used. The activated clotting time was 240, the international normalized ratio was 1.6, and the platelet count was reported as 85 × 10. There was no prior closure at the target site, no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm, and no multiple sheath exchanges or multiple stick attempts. The hematoma developed during withdrawal of the closure device immediately after sealant deployment. The puncture site was not a high stick or low stick, and there was no posterior wall puncture. The balloon was fully deflated and prepared with a 50/50 contrast and saline solution, the deployer pinched the balloon with the advancer tube, the balloon inverted, and the advancer tube was held in place during removal. The sealant was deployed subcutaneously and then dislodged. There was no shallow vessel depth, no damage noted to the device or packaging prior to opening, and the device was stored and prepared per the instructions for use (IFU). One non-sterile 6f/7f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, an 8f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The sealant was not returned for this evaluation, and the advancer tube was partially exposed. The sealant sleeve was found fully retracted, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. Dimensional analysis was conducted to measure the distance between the shuttle tip and the inflated balloon. The result of the dimensional analysis was found to be within specification. The measurement was taken using a calibrated ruler. An attempt to execute a functional inflation/deflation test could not be fully performed, as a balloon loss of pressure was observed. Additionally, an attempt to perform a deployment simulation could not be fully performed per the IFU, as the sealant was not returned for evaluation. Nevertheless, the shuttle was pulled and retracted without issue, and the advancer tube was advanced successfully. The balloon was able to be pulled through the advancer tube without any problem. A high-magnification microscopic evaluation was executed to evaluate the balloon. During this analysis, the presence of a longitudinal tear was observed along the balloon surface. The exact cause of the balloon longitudinal tear could not be determined based on the available evidence. However, this conclusion is consistent with cases where the observed damage may result from handling, procedural manipulation, interaction within the sheath, or other non-manufacturing related factors. The reported events of ¿balloon-balloon retraction jam-inside the advancer tube¿ and ¿sealant-sealant-dislodged¿ were not observed through analysis of the returned device since there were no issues noted during visual/functional analysis, and the sealant was not received. Additionally, the reported subsequent event of ¿hematoma¿ could not be observed as procedural images were not provided for review. Also, an additional condition of ¿balloon-balloon loss of pressure¿ was noted in the returned device due to the balloon tear found. However, the exact cause of the failures experienced by the customer and the longitudinal tear noted could not be conclusively determined during product investigation. Based on the information available for review, it is not possible to determine the factors that may have contributed to the issue experienced. However, functional analysis demonstrated that the balloon could be pulled through the advancer tube despite the presence of a longitudinal tear, suggesting that procedural/handling factors (such as attempting retraction before full balloon deflation) may have contributed to the reported retraction jam, particularly given the report that the deployer pinched the balloon with the advancer tube and the balloon inverted. Also, the deployer was in training at the time of use. Additionally, excessive force applied during retraction may have contributed to the longitudinal tear observed on the returned device. However, as this condition was not reported in the complaint, it is unknown if this condition occurred during use of the device in the patient, or due to manipulations after the procedure. The difficulty experienced while attempting to retracting the device may also have resulted in displacement of the sealant and the subsequent hematoma if proper positioning of the advancer tube was not maintained during the event. According to the IFU, which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression.¿ it should be noted that if the balloon is not completely deflated prior to being pulled through the advancer tube, air could be trapped inside the balloon, resulting in a balloon retraction jam. It should also be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Additionally, it was noted that an 8f sheath was used with the 6f/7f mynxgrip vcd. Per the indications for use within the IFU states, ¿mynxgrip is indicated for use to seal femoral arterial and femoral venous access sites while reducing times to hemostasis and ambulation in patients who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the functionality of the device. Neither the product analysis, nor the information available for review suggest that the reported failures and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) could not be removed from the white delivery tube during device removal after balloon deflation. The device and delivery tube were removed together, pulling the plug out, resulting in a moderate hematoma. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach, and the deployer was in training with the mynx device. An 8f, 10 cm non-cordis sheath introducer was used. Femoral artery suitability was verified by angiography, the vessel diameter was confirmed to be greater than or equal to 5 mm, and there was no vessel tortuosity, peripheral vascular disease, or calcium at the puncture site. The stick location was the right femoral artery. Hemostasis was achieved using manual compression for 20 minutes with a compression device. No anticoagulants, antiplatelets, or thrombolytics were used. The activated clotting time was 240, the international normalized ratio was 1.6, and the platelet count was reported as 85 × 10. There was no prior closure at the target site, no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm, and no multiple sheath exchanges or multiple stick attempts. The hematoma developed during withdrawal of the closure device immediately after sealant deployment. The puncture site was not a high stick or low stick, and there was no posterior wall puncture. The balloon was fully deflated and prepared with a 50/50 contrast and saline solution, the deployer pinched the balloon with the advancer tube, the balloon inverted, and the advancer tube was held in place during removal. The sealant was deployed subcutaneously and then dislodged. There was no shallow vessel depth, no damage noted to the device or packaging prior to opening, and the device was stored and prepared per the instructions for use. The device will be returned for evaluation.

Manufacturer narrative:
Secondary malfunction code was added to reflect balloon loss of pressure. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.